Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to due renal failure, and had a blood glucose reading of 40 mg/dl. The caller asked if a representative could go to the hospital to test the insulin pump. Advised the caller that the local representative would be contacted for her. Nothing further was reported.